Event description:
It was reported that the device would not assemble in mating implant. No more information is available.

Manufacturer narrative:
(B)(4). D10 - medical product: canary tibial ext 14x58mm catalog # 43557005814 lot # 014885 h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Reported event was confirmed with the alliance report and provided pictures. Visual evaluation of the returned device shows signs of use with a couple small dings, water stains, and finish wear at taper. Visual examination of the provided pictures identified that the canary stem was not seated completely in the mating tibial implant. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Confirmation with the alliance partner found a manufacturing deficiency of the alliance product the evaluation of the returned device found no problem with the tibial implant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.